Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment on the pump, and there were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An as-received simulated treatment (with reduced dwell times) was performed on the cycler and completed without failures. The cycler underwent and passed a valve actuation test and a system air leak test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized on three separate occasions due to peritonitis (initially reported as pd catheter infections). This record captures the second of those events. Follow-up documentation from the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized due to cloudy peritoneal effluent fluid and abdominal pain on (B)(6) 2024. The patient was diagnosed with peritonitis and treated with unspecified antibiotics. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s antibiotics were presumably continued. The patient was discharged on (B)(6) 2024, however the patient was readmitted on (B)(6) 2025. Per the pdrn, the patient continued to undergo continuous cyclic pd (ccpd) therapy while hospitalized without reported issue. Per the pdrn, the cause of the patient¿s peritonitis is unknown; however, it was not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized on three separate occasions due to peritonitis (initially reported as pd catheter infections). This record captures the second of those events. Follow-up documentation from the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized due to cloudy peritoneal effluent fluid and abdominal pain on (B)(6) 2024. The patient was diagnosed with peritonitis and treated with unspecified antibiotics. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s antibiotics were presumably continued. The patient was discharged on (B)(6) 2024, however the patient was readmitted on (B)(6) 2025. Per the pdrn, the patient continued to undergo continuous cyclic pd (ccpd) therapy while hospitalized without reported issue. Per the pdrn, the cause of the patient¿s peritonitis is unknown; however, it was not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler and liberty cycler set and the serious adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid and abdominal pain, which required hospitalization and antibiotic therapy. The pdrn stated the cause of the serious adverse events remains unknown; therefore, causality could not be established. End-stage renal disease (esrd) patients undergoing pd therapy (manual or cycler based) for renal replacement therapy (rrt) are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.